Event description:
It was reported that pump issued repeated cartridge alarms that prevented successful cartridge loading and insulin delivery, and caller had no backup insulin therapy available at time of call. There was no adverse impact to the customer¿s blood glucose level. Customer planned to contact health care provider about backup therapy, and technical support arranged shipment of replacement pump under warranty, advised that replacement would have different software requiring later update, and instructed caller on placing old pump in storage mode, returning it within 10 days using provided materials, and re-entering pump settings and reconnecting cgm on replacement device.